Event description:
Co. Is unable to conduct a complete evaluation because samples from this lot number were not available. However, co has recorded this as a complaint on this product. Co plant checked their records for lot #350644 per co request. Lot #350644 consisted of 150,011 syringes that were produced between 9/18-9/19/97. There were 4,725 samples visually inspected. There were 230 samples broken down for inspection. No defects related to the complaint were noted. Since they did not receive a sample; the plant was unable to determine why the syringe would collapse.